Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation, the cable connecting the distribution node to the rear therapy pad (te) was pulled from the strain relief. The cause of the test failure was the pulled dn to rear te cable. The root cause for the pulled dn to rear te cable could not be positively identified, but was likely excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) failed incoming functionality testing.